Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous, vaginal delivery, d & c, chlamydial infection, gonorrhea, genital herpes and dysplasia. Previously administered products included for pregnancy prevention: mirena iud from 2007 to 2010. Concurrent conditions included female sterilisation, back injury, anesthesia, vaginitis, offensive vaginal discharge, menses irregular, bacterial vaginosis, sebaceous cyst, herniated disc, anxiety and smoker. Family history included cervical cancer (mother and ½ sister), thyroid disorder (aunt), heart disease, unspecified (paternal grandfather and paternal side of family), cancer (mother, paternal grandfather,maternal aunt), hypertension (father), diabetes (father), coronary artery disease (paternal grandmother) and stroke (paternal grandmother). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced mood swings ("hormonal changes (frequent mood changes)/hormonal changes (severe mood swings)"), mood altered ("hormonal changes (frequent mood changes)/hormonal changes (severe mood swings)"), bladder disorder ("bladder problems or changes / changes periodic incontinence"), urinary tract disorder ("urinary problems or changes / changes periodic incontinence"), urinary incontinence ("urinary problems or changes / changes periodic incontinence") and fatigue ("fatigue"). In february 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain (constant and severe)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the mood swings, mood altered, female sexual dysfunction, bladder disorder, urinary tract disorder, urinary incontinence, dyspareunia, fatigue, weight increased, alopecia, vaginal haemorrhage, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, mood swings, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. Mr- left- 1 coil, right- 2coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "hormonal changes (frequent mood changes)/hormonal changes (severe mood swings), apareunia (inability to have sexual intercourse), bladder problems or changes / changes periodic incontinence, urinary problems or changes / changes periodic incontinence, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower abdomen pain (constant and severe)", reporter, historical condition added from pfs. Historical and concomittant condition, family history added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.